Manufacturer narrative:
Philips has investigated this complaint. During the investigation, it was identified that the longitudinal movement of the c-arm was not possible during clinical use. The procedure was completed after a delay of less than 20 minutes. A philips field service engineer (fse) inspected the system on-site and identified that the c-arm movement was restricted due to a recess in the ceiling rail guide. The recess was caused by a junction point between the rails and the rail extension. After replacing the entire ceiling rail, the system has been returned to use in good working order. The junction point is as per design and should not result in the issue as reported. It remains unknown whether or how the junction point, in this case, caused the c-arm to become immobile. The ceiling rail was not available for further analysis. If a motorized stand movement becomes unavailable, the user can move the stand manually using the brake release handle on the side of the c-arm. Additionally, if the stand's longitudinal and transverse motorized movements become unavailable, patient positioning can also be achieved via table movements. The loss of motorized longitudinal or transverse movement of the stand/c-arc is not likely to cause or contribute to a serious injury or death. This scenario is not likely to cause or contribute to death or serious injury if it were to recur. Based on the results of the investigation, philips has re-evaluated this complaint is as not reportable. The codes were updated based on the investigation outcome. The FDA establishment registration number [fei] has been updated and reported to the FDA, changing from 3003768277 to 3042175844, effective december 21, 2025. This change reflects as administrative registration update only. There have been no changes to the registered owner/operator, official correspondent, legal entity name, physical establishment address, manufacturing processes, or to the design, specifications, intended use, or manufacturing processes of any listed devices.

Event description:
It was reported to philips that system's c-arm was unable to move, preventing geometry movements. No harm to the patient or user was reported. We are conservatively reporting this event as the investigation is ongoing.